Manufacturer narrative:
The device was returned to olympus for inspection and a foggy image malfunction was confirmed. Based on the results of the investigation, it is likely that the following led to the foggy image malfunction: misalignment failure of the camera unit component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited foggy image. There was no patient involvement.